Manufacturer narrative:
Follow-up #1: date of submission 06/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/12/2014 with the following findings: the data in the black box for the date of the complaint had been over written due to continuous use. There was no loss of prime event recorded in the black box. There was no loss of prime during the investigation. The force sensor calibration reading was within specification.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that a loss of prime warning had occurred 3 or more times and that the patient was able to succussfully complete the rewind, load, and prime steps after cartridge changes. Reportedly, the cartridge cap had been secured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.